Event description:
Three days after treatment with bovine collagen the pt noted swelling at the treatment sites with intermittent character, especially after exposition to sun. The physician prescribed a topical cortisone cream and an antihistamine along with treatment with triamcinolone intralesionally.